Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion, the patient arrived at the clinic with the device exhibiting elective replacement indicator. It was noted that the device was at high output for some time which contributed to the battery depletion. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.